Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device, it was observed that the internal hlc batteries were depleted and the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u29 from the digital pcb assembly. The shorted ic chip caused the internal hlc batteries to become depleted.